Event description:
Allegedly, information received from attending physician on (B)(6) 2011 a total hip arthroplasty was performed. On (B)(6) 2019 due to adverse reaction to metal debris (armd) suspected hip arthroplasty and a revision was performed on (B)(6) 2019.

Manufacturer narrative:
Report was updated to include manufacturer analysis of the returned products. Updated patient, initial reporter information, event problem and investigation codes.